Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally removed and reinserted the infusion site, then disconnected the connector at the pump instead of at the site during troubleshooting, resulting in an incorrectly deployed infusion set and connector handling error; customer care guided a full set change including cartridge and tubing, after which insulin delivery resumed as intended. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included successful restoration of insulin delivery without medical intervention or hospitalization. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed user handling error during site and connector management. It was concluded that the event was related to use error, and the device functioned as designed after proper set replacement and setup.